Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over-infusing. There was no patient involvement.

Manufacturer narrative:
Received one device, the customer¿s reported problem "over-infusing was verified by functional testing. The cause is the expulsor. Replaced the expulsor assembly to correct the issue. Cadd legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.